Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was evaluated and the reported event was confirmed through physical inspection. The returned outer box was identified to be scuffed and dented and the outer and inner sterile trays were also found to be damaged. The device history records were reviewed and no discrepancies were identified. The root cause is attributed to transit damage. Corrective actions were taken to further review the issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that during knee arthroplasty when the tibial component was opened for use, the plastic of the inner packaging was identified to be broken. As sterility could not be confirmed, the device was not used. Another tibial component of the same size was opened to be used to complete the surgical procedure.